Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope 30-degree was analyzed that the customer reported issue was confirmed. Failure analysis found that the attached endoscope adapter (aea) was damaged or had a friction issue. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 30-degree endoscope cassette kept rotating on its own and was unable to calibrate. The procedure was completed with no reported injury.